Manufacturer narrative:
Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Review of the returned log files and case study confirmed the reported catheter shift. The review revealed multiple positional reference dislodgements. The first two positional reference dislodgements were detected, a message was displayed stating "positional reference catheter movement detected. Selecting [adjust later] will disable the positional reference tool." In both cases, the user selected [adjust later]. Because [adjust later] was selected, the positional reference tool was disabled and further dislodgements were not reported to the user.

Event description:
Related manufacturing ref 3005334138-2018-00032, 3005334138-2018-00033, 2182269-2018-00025, 3008452825-2018-00028, 3005334138-2018-00034, 2030404-2018-00009. Following an atrial fibrillation procedure, a cardiac perforation was observed. During the procedure, the impedance rose while ablating. Additionally, the catheters were not in the correct position on the mapping system and the procedure could not continue. The patient became hypotensive following the procedure and an echocardiogram was performed which revealed a pericardial effusion. Open heart surgery was performed to treat the perforation. The patient was discharged from the hospital in stable condition.